Event description:
It was reported to medtronic minimed that the customer experienced reservoir status not showing correctly also when changing the reservoir always has to press down harder to lock it in place and need to remove the reservoir harder in the compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for low reservoir. Customer reported that the reservoir time remaining on the status screen went up or down unexpectedly or is not accurate. Reviewed with customer how bolusing, temp basal or programming may contribute to variations in time remaining on the status screen. Troubleshooting was performed for bumped/dropped/cosmetic damage. Customer reported that pump has no visible damage. Pump alarmed during testing. Pump passed the self-test. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No unexpected alarm in the daily history noted. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test reservoir with the test infusion set fits, locks and removes properly in the reservoir compartment. Also, the reservoir unit left in the pump status screen matches the test reservoir. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (23.6 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. In summary, pump passed required testing. Customer alleged for issue on the on the reservoir status not showing correctly and reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.